Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon prepping a 2.50x12mm promus element plus stent it was noted that the stent was fractured. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Upon prepping a 2.50x12mm promus element plus stent it was noted that the stent was fractured. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) with the shelf box and foil pouch. The balloon was tightly folded with the stent secured on the balloon. There were bent, flared and overlapping struts in the first four rows from the distal end of the stent. There was also a kink in the balloon/inner shaft 1.25 cm from the distal tip; the kink was aligned with the damaged struts between the third and fourth distal rows. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).